Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiopulmonary arrest and congestive heart failure.